Event description:
The pt called lifescan and alleged the one touch ultra meter would not power on the last 5 days. The pt felt tired, contacted a medical professional for advice and an unk prescription was given. The customer care representative performed troubleshooting and the meter would not power on with strips insertion or by pressing the power button. Based on the information obtained there is indication the product malfunctioned. The meter was replaced and return expected.